Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the patient went to the hospital for treatment on (B)(6) 2022, and used the septum needle-free closed infusion connector for infusion therapy. It was found that the septum needle-free closed infusion connector was damaged, so stop using it and replace it with other new septum needle-free seal type infusion connector.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte luer access split septum the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the patient went to the hospital for treatment on (B)(6) 2022, and used the septum needle-free closed infusion connector for infusion therapy. It was found that the septum needle-free closed infusion connector was damaged, so stop using it and replace it with other new septum needle-free seal type infusion connector.